Event description:
Zeland pharma ae assessor, reported that this patient experienced hypoglycemia a few months ago. The ae assessor mentioned that the patient stated that he woke up sweaty, shaky and cold, patient woke up his wife who gave patient some liquid yogurt. Ae assessor mentioned that the patient was able to test his own glucose, and got a reading of 22.